Event description:
A malfunction alarm with the code malf 12 was reported. The customer's blood glucose level did not exceed 500 mg/dl, and there was no adverse impact. Technical support provided information to reset the pump, and the caller successfully reset it with no recurrence of the malfunction code. Customer may continue to use the pump and was advised to call back if issues persist, which the caller understood.